Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by checking the ifs tubing, reloading the same cartridge, completing the fill tubing step and successfully resuming insulin. Despite experiencing recurring occlusion issues, the caller declined additional assistance